Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure, the patient had significant bleeding and fluffy tissue was removed around the bladder neck, and fossa to achieve hemostasis. The patient was taken out of the operating room with very little bleeding, indicative of a pink-colored foley balloon catheter. The following day, the patient began bleeding again and was administered two (2) units of blood transfusion. The bleeding stopped post the transfusion and the patient was doing well. No malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
H10: additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this complaint. The in-house investigation consisted of a review of the device history record (DHR), labeling and information provided by the customer. A review of the device history record (DHR) for the ab2000-b/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and motorpack met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding a root cause for the reported event could not be determined. A review of the treatment log files was not conducted as these were not available for review. The aquabeam robotic system's IFU lists bleeding as a potential risk of the aquablation procedure. Based on the review of the DHR and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.